Event description:
It was reported that a malfunction occurred on the pump with malfunction code 12. There was no reported impact to the customer¿s blood glucose level. The caller refused to continue technical support and requested to speak with a supervisor. Upon speaking with the supervisor it was recommended that pump be replaced. Customer agreed and acknowledged.